Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 10:00 pm on (B) (6) 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with lantus, novolog, and amaryl (dosage specifics not provided). Due to the alleged meter not powering on, the pt stated that she changed her regimen by skipping her dose of lantus at 2 pm the day after the issue started. At an unspecified time after the alleged issue began, the pt reportedly developed symptoms of "dizziness, frequent urination, and thirst." The pt was unable to confirm if she received medical treatment for her symptoms. During the troubleshooting session, the cca verified that the reported meter would not power on when the power button was pressed or when a test strip was inserted in the meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, modified her diabetic medication due to the meter issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.